Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) reviewed, observing noise in unipolar on a stored electrogram (egm) in which myopotential oversensing may be present. Ts recommended further evaluation. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.